Event description:
I had lasik surgery in 2000 and had no issue until (B)(6) 2013. In (B)(6), I had a small floater in my left eye initially and did not think much about it. One night in (B)(6), I walked outside of work and noticed an arc of light flash at the outside corner of my left eye every time I blinked. I then saw a large floater in the center of my vision. My opthalmologist was concerned about a retinal tear so he checked my retina and thankfully did not find a tear.